Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances just described, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. It can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. Olympus will continue to monitor the performance of this device.

Event description:
It was reported; the single use 3-lumen sphincterotome v had a broken knife wire. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the single use 3-lumen sphincterotome v had a broken knife wire. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed using an olympus back-up device. There were no reports of patient harm.